Event description:
It was reported that the patient had impedances of >4000 ohms on some of the unipolar pairs. The amplitude was increased, re-tested, and impedances were still high. It was also noted that the neurostimulator was going to be replaced because of a low battery. Further information was requested.

Manufacturer narrative:
(B)(4)